Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 0.5ml bd insulin syringe. Consumer reported, she cannot use syringe because the plunger rod is damaged. The returned syringe was examined, and it was observed that the plunger rod was broken, and the plunger cap was crushed. A review of the device history record was completed for batch# 0125290. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200894774] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken plunger rod: root cause: plungers falling out of the dial. The screw was out of adjustment. Damaged plunger cap: there were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 328468, batch no: 0125290. It was reported that the plunger rod is damaged, it looks like it got caught in a machine.

Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2020-09-23. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-11-04 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 328468 batch no: 0125290. It was reported that the plunger rod is damaged, it looks like it got caught in a machine.